Event description:
International affiliate reports that immediately after refilling of the pump, the pt displayed symptoms of overdosage. It appeared that the implanted pump emptied too quickly. X-ray found the intrathecal catheter was blocked at the distal end and was "distrupted" at entry to the spinal area. Both the catheter and the pump were explanted, however, the catheter was discarded by the customer.